Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with no bluetooth connection available. No changes or patient consequences were reported.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.